Manufacturer narrative:
Concomitant product: e2dr31 ipg implanted: (B)(6) 2005.

Event description:
It was reported that the patient felt occasional pocket stimulation. The right ventricular (rv) lead measured low impedance and exhibited some noise. The lead remains in use, however a revision was planned for when the patient's device change out is required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead exhibited decreasing impedance.